Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer attempted to retrieve additional information on the event and on the device disposition, but no further information has been received to date. Based on the available information, it is not possible to draw a definitive root cause for the reported event, however, based on the document review performed, no manufacturing deficits were identified. Should further information be received in the future, the manufacturer will re-assess this event and provide an update to this reporting activity as required.

Manufacturer narrative:
Unknown disposition.

Event description:
On (B)(6) 2020 a patient received a carbomedics standard a5-025 as part of an avr. The manufacturer identified that the patient had a second patient card identifying another carbomedics standard a5-025 was previously implanted on (B)(6) 2019. It has not been confirmed but the manufacturer is conservatively identifying this event as an explant of the carbomedics standard a5-025 which was implanted on (B)(6) 2019 and replaced by a second carbomedics a5-025 on (B)(6) 2020.